Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when device analysis is complete.

Event description:
The hcp reports the pump and catheter were removed due to infection and meningitis. The patient presented in 2006 with signs of infection including drainage at the pocket site and incisional wound opening at the catheter incision. The wound was cleaned and irrigated and the incision was closed. The patient was placed on oral antibiotics. Four days later, the patient presented with meningeal signs and a fever. The patient was admitted to the hospital. Cultures were taken on the csf which were positive for staph growth. The patient underwent total device system explant. The patient was placed on IV antibiotics. The drug used in the pump is compounded baclofen. The patient did not suffer drug withdrawal. The patient outcome is reported as ongoing. The patient was expected to be discharged from the hospital by 34 days later. Reference MFR report #3004209178-2007-00181.